Manufacturer narrative:
(B)(4): the explanted intraocular lens was returned to our qa product evaluation laboratory. The unit carton, lens case, and iol were received for inspection. The lens had one (1) distorted haptic and had evidence of viscoelastic. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lens was inserted into the eye and was removed and replaced during the same procedure with an anterior chamber lens due to patient issues. The incision was not enlarged. It was stated that there was a capsule tear and vitrectomy. Further it was noted that the patient had a very weak capsular bag and could not support a posterior chamber lens. The patient is currently doing fine. The reporter did not attribute the issue to the intraocular lens.